Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had button error and unexpected restart alarm. The customer¿s blood glucose level was 159 mg/dl. The customer reported that they had button error alarm and also had unexpected restart. The insulin pump will not be returned for analysis.